Event description:
It was reported that during unpacking of the device, there was a lot of resistance when removing the yellow protective sheath. When force was applied the distal shaft separated into 2 pieces. There was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths was not confirmed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product deficiency.